Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was used during diagnosis procedure. The assigned procedure was completed by transferring the patient to another system. It was reported to philips that the device couldn't save images or expose x-rays. Upon troubleshooting philips field service engineer (fse) reviewed error logs, found "ippc communication time out", the ippc did not startup. To resolve the issue, fse reinstalled ippc operation system and application. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that they were unable to perform exposure. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was used during diagnosis procedure. The assigned procedure was completed by transferring the patient to another system. It was reported to philips that the device couldn't save images or expose x-rays. Upon troubleshooting philips field service engineer (fse) reviewed error logs, found "ippc communication time out", the ippc did not startup. To resolve the issue, fse reinstalled ippc operation system and application. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome. The product UDI, manufacture date, reporting address line 1 and the reporting address city have been updated.